Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had received multiple occlusion alarms. The customer's blood glucose (bg) level was 334mg/dl and a correction bolus via the pump was delivered to address the bg level. In an attempt to resolve the occlusions the contact changed the customer's infusion set site multiple times and their infusion set tubing but the occlusions continued. A pump system check was performed and the pump performed as intended. No damage was noted to the cannula. Reportedly, the customer wears the pump against their skin. The contact changed all the pump supplies and successfully delivered a correction bolus.